Manufacturer narrative:
MDR 3003442380-2024-02689 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an event of infusion set cannula bent with three autosoft xc infusion sets. The symptoms were noticed within 3 or more hours after insertion for 2 events and within 3 hours of insertion for 1 event. The insertion site was at the abdomen. High blood glucose (bg) levels were reported and the patient was treated with correction bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.